Event description:
Report of explant of device due to "catheter malfunction" rec'd per annual device tracking report. F/u with health care professional revealed the pt had experienced increased spinal spasticity. Progression of the disease was considered as well as a device issue. The catheter was revised and found to have no breaks but a disconnection at the connector site was found. The pt's condition has improved post catheter revision with the restoration of therapy.